Event description:
It was reported that the arctic sun device had zero flow rate problem. Per review of wo on 30mar2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 03apr2023, replaced the device in the field and the problem was detected during equipment inspection by replaced the circulation pump assy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit flow rate was not up to specification. It was found that the flow rate was 0 l/min when I operated it by bypass mode. Circulation pump assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had zero flow rate problem. Per review of wo on 30mar2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 03apr2023, replaced the device in the field and the problem was detected during equipment inspection by replaced the circulation pump assy.